Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a "small hole near the neck of the reservoir." There was no fluid in the system due to the leak from the neck of the reservoir. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.